Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the manufacturing representative reported that even though the patient controller and the recharger were replaced the issue did not improve, and when the situation was checked there was a complaint that the output could not be changed on the home screen, so individual output change was performed and then it could be operated. The patient stated that there were times that he was trying and still could not. The symptoms were checked and it was stated that there was an event and that the error screen did not appear when going up and down on the screen that the individual output could be changed after pressing program 1 and the output did not go up or down. There was a complaint that the stimulation could be decreased by twisting the body, so the position of the lead was checked with the x-ray. The electrode contacted when the body twisted because the distance was close to the lead on the opposite side. It was explained that there was a possibility that a temporary abnormal impedance had occurred and the strength of the stimulation could not be adjusted when the electrode contacted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that sometimes when the patient increased the output to a certain level by themselves, when they attempt to reduce the stimulation it did not decrease. No x-rays were available. It was said that the same event occurred at a later date even though the battery was charged, time had passed, and electrode setting and parameter change had been performed. It was planned to replace the patient controller, and the issue was not yet resolved. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The physician's observation about causality was that the situation was indescribable at the moment. Additional information was received from a rep. It was report that the patient was provided with a new patient controller, and this problem occurred again. The patient stated that when he has severe pain he turns stimulation up to about 8 milliamperes and turns the stimulation back down when the pain settles; however, there has been an incident where the patient could not turn stimulation down. It was noted that the patient had four ins implanted and the possibility of electromagnetic interference (emi) was asked about. A session report was provided.